Event description:
It was reported that a patient underwent a spinal procedure via oblique lumbar interbody fusion (olif) at l2-l5 and with posterior fixation. After ambulation, systemic muscle weakness due to l4-l5 left root complication was observed. The patient shuffles. Rehabilitation will be provided to the patient and the patient will be followed-up closely.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.